Event description:
Related manufacturer reference number: 2017865-2023-13201. It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-paced t-wave oversensing. Programming changes were made to restore normal parameters. It was also noted the left ventricular (lv) lead presented with no capture due to dislodgement, confirmed via x-ray. The lead was programmed off and then explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.